Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025, it was reported that the patient's device was explanted and replaced due to "several knots" and a bezoar occlusion.